Event description:
It was reported that, dr. (B)(6) revised pt's left hip due to adverse local tissue reaction.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as mr# 9616680-2012-00725.